Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient reported that transmitter's button partially melted and indented. The customer first saw this on (B)(6) 2024. The transmitter was request.

Manufacturer narrative:
Customer reported transmitter's button is partially melted and indented in the case. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for return and replacement of the transmitter. The transmitter was returned and a visual inspection was initially performed which indicated signs of liquid ingress on some parts of the circuit board. The transmitter was also very wet with small pools of water on the metal parts of the power button. Since the case information had no indication of mishandling of the transmitter and the customer mentioned that the issue happened when the transmitter was sitting on the table, there was potentially some overheating on the board due to excessive liquid ingress which could have likely caused the issue. No functional testing could be performed as the power button was damaged and the transmitter could not be charged. B4.date of this report 27 november 2024. G3.date received by the manufacturer? 27 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 646. H6. Investigation conclusions updated to 4307.